Manufacturer narrative:
This type of fracture reported is known to be related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Event description:
Abutments were in patient¿s mouth almost two years. Both abutments fractured in many pieces, lab not sure of exact breaking point. No patient injury. Lab has chosen to redo case with (B)(6) abutments instead.

Manufacturer narrative:
Evaluation is in process, but not yet complete. Upon completion of evaluation, a follow-up report will be sent. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.